Event description:
A discordant elevated lithium result was obtained on a patient sample. The result was not reported to the physician. A repeat was run and a lower lithium result was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated patient lithium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated lithium result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.